Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Patient isometrics were performed which did not elicit any out of range impedance measurements. Boston scientific technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The lead remains in service.